Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 3 minutes, the balloon ruptured and a tear in long axis direction was noted. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.